Event description:
It was reported to olympus that at the beginning of a laparoscopic supracervical hysterectomy procedure, regrasp errors were observed. The physician was attempting to cut non-vascular adhesions. A second device was opened and regrasp errors also occurred. The physician then changed to a non-olympus device, ligasure. The ligasure device was opened and the physician was instructed to take smaller bites of tissue. The second ligasure device also produced regrasp errors; however, once the physician took smaller bites the device worked fine. There was moderate bleeding throughout the procedure. The physician was unable to locate the bleeder and determined it best to open the pt. The pt required two units of blood and was transferred to ICU. The pt has since been discharged.

Manufacturer narrative:
The device referred to in this report has not been returned to olympus for eval. If new info or the device is received at a later time this report will be updated.